Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue. The optic and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aq2010v and was damaged during insertion. The lens was removed during insertion. The lens was removed without pt injury. An msi-tm injector was used and the lot # is unk. An aq cartridge was used during surgery and the lot # is 1191182.